Event description:
Patient requested to have the inspire system removed as they had discontinued therapy and the sensing lead was in the pleural space causing discomfort. At the time of the elective explant procedure, which occurred on (B)(6) 2022, upon removing the sensing lead a pneumothorax presented. A thoracic surgeon was called who placed a chest tube. Patient was kept overnight and chest tube was removed. This resolved the issue.